Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference numbers: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Nnote 1: manufacturer contacted customer in a follow-up call on (B)(6) 2025 to ensure the customer's condition had improved - able to establish contact with customer who stated he did not currently have any diabetic symptoms. Customer did state he went to doctor's office yesterday to ask for a temporary meter as he waits for the replacement. Note 2: manufacturer contacted customer in a follow-up call on (B)(6) 2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. The customer reported feeling tired; customer stated he had been in the ER the night prior. Customer stated his doctor called him yesterday to give him the result of his lab blood work. Doctor had advised him to go to the ER as his blood results showed his glucose was over 700 mg/dl. Customer went to the ER and they ran his blood sugar and their meter showed it was in the 400's. Customer had taken the true metrix air meter to ER and it showed results in the 180's. The diagnosis was high blood glucose and customer was treated with insulin to lower his blood glucose level. Customer stated due to low blood glucose results he had also gone to the ER on (B)(6) 2025; no further details were provided. Customer stated he has been in and out of the hospital previously regarding his blood sugar. The customer¿s expected blood glucose test result range and results of concern were not provided. The customer's test strips were expired at the time of the call: manufacturer's expiration date is 09/27/2025; product storage and open vial date were not provided. The meter memory was not reviewed for previous test result history.